Event description:
N/a.

Manufacturer narrative:
The iabp unit was removed from the customer's facility and inspected at the service center by a getinge field service engineer (fse). The iabp was inspected at the service center for 20 days, but the reported issue was unable to be reproduced. The fault logs were checked and an issue related to communication between the console and the display was confirmed. As a precautionary measure, the coil cable, video generator board, backplane board, and touch screen were replaced. Subsequently, the fse performed preventative maintenance (pm) then completed all safety, functionality, and calibration checks. All testing passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Repairs began on (B)(6) 2020 but are not yet complete. The fse was unable to reproduce the issue. No parts have been replaced at this time. The iabp is at the fse's office at this time. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.